Manufacturer narrative:
Date of report : 04jan2019. Date rec¿d by MFR: 03jan2019. The manufacturer¿s technical service person advised the customer to try a new touchscreen.the manufacturer¿s technical service person spoke to customer who indicated that the touchscreen replacement resolved the issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
On (B)(6) 2018. On (B)(6) 2018. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the touchscreen failed calibration. There was no patient involvement. The event date was not specified; estimate used.